Event description:
It was reported that the patient presented in the emergency room. Interrogation showed the pacemaker was experiencing t wave over-sensing. Programming changes were made. The patient was stable.